Event description:
It was reported 10 days after implant the patient had redness around the incision and had a slight warmth with an artificial urinary sphincter (aus). The aus remains implanted and active and the patient was prescribed with antibiotics to resolve the issue.

Event description:
It was reported 10 days after implant the patient had redness around the incision and had a slight warmth as a result of a superficial postoperative wound infection. With an artificial urinary sphincter (aus). The aus remains implanted and active and the patient was prescribed with antibiotics to resolve the infection.